Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after the puncture needle was withdrawn, when inserting the catheter through the guide wire, the catheter was not smoothly inserted. When the guide wire was withdrawn, it had bent (immediately before the j-shape), it was also stuck/not passing through the catheter and it was necessary to remove the guide wire together with the catheter, after taking it out together, they removed the guide wire from the catheter. The product was replaced with the same lot on the same day of the event, the new catheter/replacement kit was used successfully and the procedure was completed. It was mentioned that the bent/issue with the guide wire was not noticed in the packaging. No tools used when trying to remove the guidewire. The guide wire was not frayed, coiled, unraveled and was still intact (in one piece). No resistance encountered when inserting or withdrawing the guidewire. No excessive force required when inserting the guide wire. The guide wire and the needle used were the ones included in the kit. The dimensions of the catheter/puncture needle had matched what was indicated on the label. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. No other products being utilized with the device. No visible defect/damage noted with the catheter/puncture needle. The catheter was not repaired, there was no leak, no cleaning agent used on the device, tego was not utilized, and there was no luer adapter issue. The insertion site was treated with iodophor disinfection prior to product placement. There was no blood loss. No other intervention/treatment required as a result of the event. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g1 (MFR contact first name, last name, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the guide wire was bent near the j hook. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is used during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the guidewire thumb advancer and straightener to insert the ""j"" end of the guidewire in to the introducer needle. Do not insert or withdraw the guidewire forcibly from any component; the wirer could break or unravel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.